Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found in back-up mode. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.